Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp), reported a patient was injected in marionette lines with 1ml of juvederm® voluma¿ with lidocaine. 11 days later, patient developed a ¿granuloma aspect and inflammatory reaction on injection sites. Unaesthetic appearance," biopsy was not provided. Patient was treated with corticosteroid therapy (solupred 20; 4 tablets every morning for 8 days). Symptoms on going.